Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise on the lead. Increased capture threshold was also observed. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)

Event description:
Correction: it was reported that a patient presented with noise on the lead. Increased capture threshold and high pacing lead impedance were also observed. The lead was capped and replaced. The patient tolerated the procedure well.